Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results which questioned by the physician on a patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial= > 100 ng/l /repeated=< 10 ng/l /redrawn and repeated sid (B)(6) < 10 ng/l. Customer reference range for troponin for men=< 34 ng/l; female= < 16 ng/l there was no reported impact to patient management.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results which questioned by the physician on a patient. The results provided were: on (B)(6) 2025, sid: (B)(6) initial= > 100 ng/l /repeated=< 10 ng/l /redrawn and repeated sid: (B)(6) = < 10 ng/l customer reference range for troponin for men=< 34 ng/l; female= < 16 ng/l there was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number: 8p13 that has a similar product distributed in the us, list number: 4z21, with 510k/PMA/bla number: k202525. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review of alinity I stat highly sensitive troponin-I, reagent lot: 72470ud00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat highly sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 72470ud00. A device history record review did not identify any nonconformance's, potential nonconformance or deviations associated with lot number: 72470ud00. Historical performance of the alinity I stat highly sensitive troponin-I reagents in the field was reviewed using data gathered via abbot tlink from customers worldwide. The median population result for the complaint lot(s) are within established limits and comparable to the historical reagent lot performance. A labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat highly sensitive troponin-I lot: 72470ud00 was identified.